Manufacturer narrative:
(B)(4): device was received. Investigation is not yet complete.

Event description:
Device malfunction: premature deployment. Time of malfunction: unknown. Symptoms: none reported. It was reported that the absolute self-expanding stent system prematurely deployed. Blood and kinks on the device indicate that it may have been used in the anatomy. No other information was provided.